Event description:
The customer observed smoke coming out from the back of the architect analyzer. The analyzer went out of power after the smoke was observed. No injuries were reported and no impact to patient management was reported.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
The instrument was inspected in order to investigate this issue. Abbott field service engineer (fse) described the smoke may have originated from the cable bundled at the back of the system control center (scc). The scc platform f power supply (part number 7-206072-01j-117) was replaced by the fse and is documented as the probable likely cause for the observed smoke issue. The part was not available for return. A review of the architect analyzer (sn (B)(4)) service history was performed, and the review of tickets identified no contributing factor on or around the date of the event. The fse resolved the issue through normal troubleshooting procedures. A product labeling review found the architect system operations manual addresses information regarding electrical hazards. The safety hazards memo contains adequate information noting abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. No adverse trends for tickets with replacements of the scc platform f power supply were identified during the february 2015 reporting period. Based on the results of the investigation, there is no indication of a deficiency of the scc platform f power supply (part number 7-206072-01j-117).